Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during user inspection, the cardiosave intra-aortic balloon pump (iabp) tether reel that winds up the string of the doppler and blood flowmeter needs to be replaced. There was no patient involved.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had test failure code 6. A getinge field service engineer (fse) stated, parts have been replaced. (Full warranty maintenance). We confirmed that the tether was winding incorrectly and replaced the part. Measuring equipment used: hs-010, hs-023, hs-025 operation confirmed good. After each work, we checked the operation based on the inspection record sheet and confirmed that it was currently in good working order. There was no patient involved.

Event description:
N/a.